Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 6 x 11.5mm (int611) was returned for investigation. However, one internal connection universal placement driver tip ¿ short (iipdtus) was not returned for investigation. Functional testing was performed using in-house driver and the devices were able to engage, retain and disengage as normal. Device hisrtory record (DHR) review could not be performed for the driver tips (iipdtus) as the lot number was unknown. A year-long complaint history review was performed by item (iipdtus) using keyword category 'functional disengaged' and no other complaints about nonconforming products were identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information and functional testing, device malfunction for implant did not occur and device malfunction for driver could not be verified without the product return. And therefore, the reported event was nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided.

Event description:
It was reported that during clinical procedure that implant disengaged from the driver and it fell down during surgery. Doctor was able to finish the procedure with the same driver using another implant. No injury has been reported at the time of this report.